Manufacturer narrative:
The cls was not returned to saluda. Patient logs were reviewed and confirmed stimulation was either in open loop or off most of the time. No impedance issues were identified. The cause of the pocket pain and inadequate pain relief could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites and inadequate pain relief following system implantation or over time and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to transportation limitations impacting their ability to attend evoke scs follow-up visits. The patient also reported inadequate pain relief, pain at the evoke closed loop stimulator (cls) implant site and stated they were not utilizing the evoke scs system. Troubleshooting was performed, including reprogramming. The evoke scs system was explanted at the patient's request.